Event description:
A customer reported the occurrence of several condition codes for reagent probe wash verification outside acceptable limits. A partial occlusion to the reagent metering probe can bias results such that inappropriate physician action might occur. No patient samples were effected.